Event description:
It was reported that the patient was hospitalized overnight following a deep brain stimulation (dbs) implant procedure due to cognitive changes. A computerized tomography (CT) scan and a magnetic resonance imaging (MRI) scan were taken with a normal outcome. The physician assessed that the patient may have had air bubbles post-operatively, but the location was unknown. The patient was discharged and is doing well.